Event description:
It was reported by gregory hubert that a 6900p, size 25mm, was explanted due to mitral insufficiency after an implant duration of 64 months. The valve was replaced with another 6900p, size 25mm. No further information is available at this time. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was learned through via telephone call from hvt sales representative. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. Requests were made via e-mail for the device, operative report, and additional information, however, no additional information was provided, device was not returned for evaluation.